Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Thermal damage was observed on the yaw pulley. The root cause of this failure is attributed to a component failure. Additional fa findings not reported by the customer: the instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley exhibited localized melting. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Root cause of this failure is attributed to a component failure. A review of instrument logs was performed. Per the review, the instrument was last used on (B)(6) 2020 on system (B)(4). The maryland bipolar forceps instrument had 4 uses remaining after the last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps cautery function did not work. The operating room staff replaced the cable, however, without resolution. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury.